Event description:
According to the literature, a retrospective study compared the short term outcomes of robotic pancreaticoduodenectomy (rpd) with laparoscopic pancreatic oduodenectomy (lpd) and open pancreatic oduodenectomy (opd) over 66 months. Over a 22-month period from (B)(6) 2017, a total of 25 rpd were performed. This was compared to a 22-month period of consecutive lpd cases following the introduction of lpd in (B)(6) 2011, and consecutive opd over a 22-month period prior to the introduction of lpd by the same surgeon. For the laparoscopic approach, it is noted that a ligasure was used for vessel sealing and an endogia was used for jejunal resection, gastro-jejunostomy reconstruction and jejuno-jejunostomy reconstruction. There were 103 patients included in the study and complications included: bleeding requiring blood transfusion and gastro-jejunostomy leak resulting in re-operation.

Manufacturer narrative:
Title: transition from open and laparoscopic to robotic pancreatic oduodenectomy in a (B)(6) tertiary referral hepatobiliary and pancreatic centre early experience of robotic pancreatic oduodenectomy source: hpb 2020, 22, 1637¿1644 accepted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.